Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, infection, dislocations and loosening.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update (3/24/2017) - pfs and medical records received. After review of the medical records, in addition to what was previously reported, litigation also alleges severe pain, discomfort, and inflammation in thigh and hip areas, especially when walking; infection, loosening of implant, and multiple dislocations, and requires the use of a cane to walk. This was previously reported as the right hip but a complaint exists for that hip already. Left hip was revised for recurrent dislocations following primary surgery one week prior. Revising surgeon felt that due to the difficulty he found dislocating the hip while exchanging the femoral head intraoperatively, that the patient's obesity and protruding abdomen may have functioned as an impinging lever to cause his prior dislocations. There was no evidence of implant loosening identified in the operative revision record. Cultures sent did produce one positive result, so a PICC line was placed and antibiotics given for two weeks post-operatively. Prod/lot updated for head and liner. Although there was no evidence of implant loosening noted at the present time, the previously reported unknown implant will remain as such until further information is provided to support or deny alleged implant loosening. Metal ion labs available are < 7.0 ppb and do not support metal ion toxicity. Infection added to complaint.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.